Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy. Or it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was xxx mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.